Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the 3-6 months ago the patients "devices were not working." It was reported the patient programmer (pp) was showing she needed to charge her implantable neurostimulator (ins). It was noted when the patient does charge she cannot get past 1/4 battery and only gets 3-4 boxes filled in. It was reported the last time the patient felt stimulation was over 3-5 months ago and has been trying to recharge but has not been successful.